Event description:
Caller reported an error with their continuous glucose monitor (cgm), which registered as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump, and after walking the caller through the pump reset process, the issue was resolved with the successful start of a sensor session.